Event description:
Customer reported on a bravo ph capsule that failed to attach. When the doctor plunged the handle, the handle came apart and they could not release the capsule. The pt was not injured following the procedure.